Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 2/2/2012. Belt: 3/21/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 11:30 pm, while at home and wearing the lifevest. It was reported that the patient's brother was present at the time of passing. It was reported that the system was alarming and that the patient's death was cardiac related. According to the paramedics on the scene, the patient was already dead when the system was alarming. It was reported that the patient was not alert during the alarms and that he was not pressing the response buttons. No resuscitation efforts were attempted. Per clinical review of the available ECG data, the device detected an arrhythmia with response button use, while the patient was in sinus tachycardia at 115 bpm degrading to vf. It is unclear who was pressing the response buttons. The patient was seen in vf with motion artifact and response button use for approximately 1 minute and 51 seconds until the device shutdown at 20:55:57 on (B)(6) 2019. The lifevest properly detected vf. However response button use and motion artifact prevented the lifevest from delivering a treatment. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.